Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced four infusion sets started leaking insulin and not been delivering insulin which has caused severe hyperglycemia. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04579 - device 3 of 4. (B)(6).